Event description:
It was reported via journal article that a dissection occurred. In case study 2, several advancements needed to be made using ivus-guided parallel wiring due to the total occlusion continuing to the below-the-knee arteries. Physicians finally succeeded in passing the guidewire through the distal true lumen of the peroneal artery. Appropriate vessel size evaluation and size of stent selection were performed by observation with ivus, a 10.0 x 80-mm epic stent was deployed for the external iliac artery, along with two 7.0 x 120-mm and one 6.0 x 120-mm eluvia drug-eluding vascular stents were deployed for the superficial femoral artery just proximal to the proximal popliteal artery (popa), and lastly a 4.0 x 150-mm ranger drug-coated balloon was dilated in the distal popa. It was noted that there was a large dissection at the edge of the distal stent, and an additional 6.0 x 40-mm eluvia stent was deployed for the middle of the popa. Final angiography showed very good antegrade blood flow to the periphery. The postoperative ankle-brachial index improved to 0.9, and the clinical course was good.

Manufacturer narrative:
(B)(6). Hayakawa, naoki. An anteowl wr intravascular ultrasound guided parallel wiring technique for chronic total occlusion of below-the-knee arteries. Cvir endovascular (2022) 5:18.